Manufacturer narrative:
The actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection was performed using the naked eye which revealed a cut in the tubing. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was determined to be due to a manufacturing issue; due to misplacing in the cavity of the pouch during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "perforation" was observed on the tube of clearlink continu-flo solution set. This was identified prior to patient use. There was no patient involvement. No additional information is available.